Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms were noted. All of the buttons responded properly and no frozen screens were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 444mg/dl. Customer treated with manual injection. It was also reported that the customer's insulin pump received a low reservoir alarm as well as a battery out limit alarm. Customer states that they are unable to clear the alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.